Event description:
Reportedly, a 8x20 stent was already deployed, then this 8x30 stent deployed and noticed that the 8x30 appeared folded in on itself and couldn't see all the tantalum markers. Dr. Feels that it will most likely restenose soon. No injury or intervention.

Manufacturer narrative:
Evaluation summary. X-ray of device returned.